Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath", "general risk - failure - balloon torn", "general risk - system components separate during use - balloon" and "deflate balloon - balloon deflation difficult/unable - kink" were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Deflate balloon - balloon deflation difficult/unable - kink: as per follow-up with the fcs, "the team thinks that the catheter was kinked from being over torqued, so the balloon may not have deflated fully." As no abnormalities were observed during device preparation or thv deployment, it is likely that tortuosity of the patient-s native anatomy resulted in an inadvertent torquing of the device. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel- and -ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. However, due to lack of procedural imagery and returned evaluation of the device, a definitive root cause is unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (torquing the device) contributed to the reported event. Withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath: as reported, "post-deployment, the physician was unable to pull the commander back into the sheath as they had realized that the balloon had ruptured" and "the device was getting caught at the distal tip area. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath." The balloon must be fully deflated prior to withdrawal. It is possible the balloon profile was altered due to residual fluid remaining in the balloon, causing the balloon to catch onto the sheath tip and contributing to the reported withdrawal difficulty through the sheath. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid) may have contributed to the complaint event. General risk - failure - balloon torn: as reported, "the balloon tore at some point while trying to pull it through the sheath, they cannot say for sure" and "the balloon was damaged while trying to pull it from the sheath, not during deployment of the valve." Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Per the case notes, "the balloon may not have deflated fully." The balloon must be fully deflated prior to withdrawal. It is possible the deflated balloon profile was altered due to residual fluid remaining in the balloon after deflation, contributing to the reported withdrawal difficulty through the sheath. As a result, additional manipulation and/or increased withdrawal forces can lead to the I/c bond separation. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid, excessive manipulation) may have contributed to the complaint event. General risk - system components separate during use - balloon: as reported, "the team attempted to cut and disassemble the commander in hopes of being able to pull out the esheath and swap it for a larger bore gore sheath to swallow the balloon. The attempt failed and a piece of the balloon sheared away completely. The team had to perform a cut down to the vein to retrieve the balloon fragment." The exact nature of the balloon separation is unknown, but it is possible that during the attempt to exchange the sheaths, excessive device manipulations caused enough force to shear away the balloon. It is also possible that as the flex shaft/balloon shaft/guidewire lumen were cut, it left the distal end vulnerable to pull away from the distal nose tip and remain in the patient. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the mitral position inside a pre-existing surgical valve. The valve was deployed without issue. Post-deployment, the physician was unable to pull the commander back into the sheath as they had realized that the balloon had ruptured. The team attempted to cut and disassemble the commander in hopes of being able to pull out the esheath and swap it for a larger bore gore sheath to swallow the balloon. The attempt failed and a piece of the balloon sheared away completely. The team had to perform a cut down to the vein to retrieve the balloon fragment. This was successful and procedure was completed without further incident. As per follow-up with the fcs, the device was getting caught at the distal tip area. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath. The team thinks that the catheter was kinked from being over torqued, so the balloon may not have deflated fully. The balloon tore at some point while trying to pull it through the sheath, they cannot say for sure. They waited at least 3 minutes between deflation and withdrawal as they were performing an echo after deployment. The catheter was cut close to the commander handle and balloon was torn/sheared and sheared from the catheter. As per follow-up with the fcs, the balloon was deflated when it was damaged but there may have been some residual volume, possibly from over torquing of the catheter. The balloon was damaged while trying to pull it from the sheath, not during deployment of the valve. There was 2ml of extra volume added to the balloon prior to the inflation. A slow inflation technique was used and 35ml of volume was used.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: delivery system observed cut approximately 1.5in from the nose cone; guidewire lumen observed at the y-connector, indicative that the distal end of the delivery system is missing due to the cut at the flex shaft when performing removal; crimp balloon observed torn at the I/c bond; light kink observed approximately 6.5in from the flex tip with no stress marks or exposed break. Based on the observed tear at the I/c bond and the sheath liner delamination with cut delivery system, the complaints for "general risk - failure - balloon torn" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" were confirmed. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaints for "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" and "general risk - failure - balloon torn" were confirmed based on evaluation of the returned complaint device. However, the complaints for "general risk - system components separate during use - balloon" and "deflate balloon - balloon deflation difficult/unable - kink" were unable to be confirmed as no applicable procedural imagery was provided for evaluation. A manufacturing non-conformance was unable to be determined. A review of the device history record, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Deflate balloon - balloon deflation difficult/unable - kink: as per follow-up with the fcs, "the team thinks that the catheter was kinked from being over torqued, so the balloon may not have deflated fully." As no abnormalities were observed during device preparation or thv deployment, it is likely that tortuosity of the patient-s native anatomy resulted in an inadvertent torquing of the device. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel" and "ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. However, due to lack of procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (torquing the device) contributed to the reported event. Withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath: as reported, "post-deployment, the physician was unable to pull the commander back into the sheath as they had realized that the balloon had ruptured" and "the device was getting caught at the distal tip area. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath." The balloon must be fully deflated prior to withdrawal. As mentioned previously the balloon was unable to be fully deflated, it is possible the balloon profile was altered due to residual fluid remaining in the balloon, causing the balloon to catch onto the sheath tip and contributing to the reported withdrawal difficulty through the sheath. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid) may have contributed to the complaint event. General risk - failure - balloon torn: as reported, "the balloon tore at some point while trying to pull it through the sheath, they cannot say for sure" and "the balloon was damaged while trying to pull it from the sheath, not during deployment of the valve." Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Per the case notes, "the balloon may not have deflated fully." The balloon must be fully deflated prior to withdrawal. It is possible the deflated balloon profile was altered due to residual fluid remaining in the balloon after deflation, contributing to the reported withdrawal difficulty through the sheath. As a result, additional manipulation and/or increased withdrawal forces can lead to the I/c bond separation. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (residual fluid, excessive manipulation) may have contributed to the complaint event. General risk - system components separate during use - balloon: as reported, "the team attempted to cut and disassemble the commander in hopes of being able to pull out the esheath and swap it for a larger bore gore sheath to swallow the balloon. The attempt failed and a piece of the balloon sheared away completely. The team had to perform a cut down to the vein to retrieve the balloon fragment." The exact nature of the balloon separation is unknown, but it is possible that during the attempt to exchange the sheaths, excessive device manipulations caused enough force to shear away the balloon. It is also possible that as the flex shaft/balloon shaft/guidewire lumen were cut, it left the distal end vulnerable to pull away from the distal nose tip and remain in the patient. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.